Event description:
It was reported following scheduled removal of this dialysis catheter in 2001, the cuff detached and remained in the patient. Retrieval of the detached cuff utilizing a hemostat was unsuccessful. The physician felt no patient sequelae would result from the detached cuff remaining in the patient, and no further retrieval was attempted. The patient returned later in 2001 with an infection noted in the location of the exit site of the chest wall. The infection was treated with antibiotics. The patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Patient anatomy and/or user technique during catheter removal may have contributed to the cuff detaching from the catheter. The company's follow up was unable to confirm any relationship between this event and the subsequent infection at the exit site. The company is unable to determine the exact cause for either event. The company's directions for use outline appropriate removal techniques, which include: "free the cuff from the tissue prior to removal. After removing the catheter, apply manual pressure to the puncture site to control bleeding... Caution: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter".